Manufacturer narrative:
On (B)(4) 2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse performed troubleshooting with the customer and walked the customer through the sample probe alignment with success. No further action required by fse. The ala-360 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was due to bent sample needle. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015, a customer reported issues with the sample probe on the aia-360 analyzer. The customer reported the instrument crashed and the sample probe was replaced, however, it needs alignment. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.